Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: b)(4), batch/lot number: 7020303, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed hematoma and was experiencing leg weakness. The patient underwent an explant procedure and was reportedly recovering well. No further information could be obtained.